Event description:
The customer reported that the sys shut down. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the sys and replaced three coin batteries. The sys operates as intended.